Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the device was working properly. Explained the two high bg rule. Sent tubing clamp and instructed to call back for further testing when it is received.